Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection / use in the tricuspid valve. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the difficult grasping in this incident could not be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use (IFU) as a possible complication of the mitraclip procedure. It should be noted that the mitraclip system IFU states: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 90225u111) was advanced to the mitral valve. Due to visibility issues, the clip could not be positioned. The clip was not implanted and the cds removed. The second cds was advanced and the clip was deployed, reducing the mr to 3-4. The third cds (90122u175) was advanced and the leaflets grasped; however, the mr was unable to be reduced. The clip was not implanted on the mitral valve. The cds was then advanced for treatment of the tricuspid valve. Grasping was difficult; therefore, the clip was not implanted and the cds was removed. Once outside the patient, pieces of tissue were noted on the clip. The procedure was aborted with no clips implanted in the tricuspid. No additional information was provided.